Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and missing the reservoir tube o-ring the insulin pump had cracked battery tube threads and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was broken at the top of the reservoir and that the top of the ring had come completely off. The blood glucose reading was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.